Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir broke and there was damage inside of the device. Customer's blood glucose was unknown. Customer reported the device had a blank display right after the device was exposed to insulin. Customer had not used the device since (B)(6) 2009. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.